Manufacturer narrative:
, Corrected data: b3.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The returned sample was received in decontaminated condition without its original packaging. Visual and functional testing were performed. The sample was visually inspected at 12 to 16 inches under normal conditions of illumination according to procedure. Visual inspection found contamination in the pump tube, no defects, breaks, kinks, or other flaws were found in the sample. During the functional testing the sample passed the accuracy test; thus, the reported failure mode was not confirmed. The root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. No further actions were required.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that the device use for infusion of pip-tazo. The reporter stated the IV bag had approximately 70 ml remaining at the end of scheduled infusion. The reporter stated this occurred "during the past 4-5 days". The reporting facility changed the tubing used before infusion and reported approximately 200 ml was remaining. No adverse effects reported.